Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin deliveries. Customers blood glucose was 200 mg/dl.